Manufacturer narrative:
H10 internal complaint reference: (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed the footpedal port is pushed inside the unit and the lid and bezel are damaged. A functional evaluation revealed the voltages could not be tested due to the damaged footpedal port. The unit was opened and found no issues. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the connector on the quantum controller broke off; therefore, the foot pedal was not able to connect with it. The broken part was removed from the device. Incident occurred while setting-up to the procedure. The same device was used and no delays occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.